Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. The probable cause was the mobile device lost power.the probable cause could not be determined. No additional event or patient information is available.